Manufacturer narrative:
The reported gripper actuation issue was confirmed via returned device analysis and kink on the gripper line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incident reported from this lot. The investigation confirmed the reported gripper actuation issue to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The returned device analysis observed a kink on the gripper line however did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incident reported from this lot. Based on the information reviewed a definitive cause for the reported gripper actuation issue cannot be confirmed. The observed kink appears to be due to performed troubleshooting procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: results code 170 removed; conclusion code 23 removed.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the xtr clip delivery system (cds), only one of the gripper arms would lower all the way while the other gripper only partially came down. The clip was relocked and the gripper was still not lowering all the way down therefore the clip was then un-locked and re-locked, however the gripper was still malfunctioning therefore the device was not used. Another xtr clip was implanted without issue. A ntr cds was advanced however the mr was unable to be reduced and the mean pressure gradient increased therefore the clip was not implanted. The cds was removed and the gradient returned to baseline. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.